Event description:
The hearing performance with the device is affected. No trauma has been reported.the recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report. Please note a correction has also been made from the initial report. In the initial report the date of awareness was initially reported as 09-jan-2019. This was incorrect and the correct date is 14-feb-2019, as it appears on this report. Therefore, the initial complaint was sent in the required time frame.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. No trauma has been reported.re-implantation is considered.